Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer also reported that the buttons on the insulin pump were not responding. Customer stated that the numbers on the screen of the insulin pump were scrolling. Blood glucose level was 220 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.